Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a complete lead returned in two pieces measuring 4.7 and 52.7 cm respectively. An external insulation abrasion, breaching the outer insulation, was noted 8.3 to 9.2 cm from the distal end consistent with friction to another implanted device or feature of the patient anatomy. All other damages found were consistent with those occurring during procedure.

Event description:
This report is to advise of an event observed during analysis.